Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker left hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
During medical review of op report, history and physical, it was noticed patient had a revision prior to (B)(6) 2014 (unknown date) due to infection.